Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74 year old male was admitted for an elective high-risk percutaneous coronary intervention with support of the impella cp. After vascular access was gained and the guidewire was placed in the ventricle, when backloading the impella pump over the wire, the wire became immobile and would not advance or retract. Additionally, the impella cp itself would not advance beyond the ascending aorta and arch. The pump was therefore exchanged and the case was continued with a replacement pump.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Corrected information has been provided in e1. Upon review, it was identified that the information was inadvertently not submitted in the initial report. H3 updated after the device evaluation.

Manufacturer narrative:
D9: added devices return information. Investigation summary: failure to advance: the cause of the failure to advance was unable to be determined due to insufficient clinical details.